Event description:
User reported 3 false positive results. Negative on multiple unspecified alternative tests. This report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Relates to 3014862188-2021-00471, 2: reports 2, 3 of 3 (B)(6).